Manufacturer narrative:
(B)(4). Date of initial report: 09/02/2016. The return of the unit has been requested. To date it has not been received for evaluation. Additional questions in regard to the incident have also been asked. If the sample is received or if additional information pertinent to the incident is obtained a follow-up report will be submitted. A review of the device history records indicated that this serial number was released meeting all specifications as manufactured.

Event description:
The customer reported that during a procedure using the force fx-8c, the device controls could not be turned off even when the physician was not using them. No additional information was provided by the facility.

Manufacturer narrative:
(B)(4). Date of initial report: 09/02/2016. Date of follow-up report: 01/26/2017. One vl2610 reliant disposable pencil with holster was received by medtronic for evaluation. The customer reported that this device was utilized with the generator when the self-activation occurred. The returned product met specification as received. The customer-reported condition was not confirmed. The pencil underwent simulated use testing but the reported condition could not be duplicated. The investigation found the device to function normally and within specifications. A review of the appropriate device history records for the generator indicates that this unit was released meeting all specifications as manufactured. The return of the generator has been requested. To date it has not been received for evaluation. If the sample is received or if additional information pertinent to the incident is obtained an additional follow-up report will be submitted.